Event description:
Report received from a homecare patient that "the pump quit working". The pump was programmed to deliver 2grams of desferal over 12 hours, at a rate of 1.6ml/hr. The customer dispensed to the homecare pt a 140ml bag of desferal. It was reported that the homecare pt would administer the daily dose of the medication and then disconnect the pump and tubing. The customer reported that the homecare pt returned the pump and an unspecified amount of medication to the pharmacy and stated "the pump quit working". The homecare pt did not provide the customer with any add'l info. The customer did not know if the pump alarmed. Though requested, no further info was available.